Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received 'motor arm cannot communicate with the main arm' error (pump error 4) twice and the pump requested a rewind. The customer stated that the pump kept beeping and flashing red after the customer went swimming with the pump on. The customer also received a battery failed alarm. Troubleshooting was partially performed and later declined. It was found that the fill cannula was didn't record in daily history. No harm requiring medical intervention was reported. The customer will discontinue the usage of the pump and revert to the healthcare professional¿s plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged moisture exposure (swimming), the pump keeps on beeping and flashing red, received a request to rewind the pump (the pump was able to complete rewind), and two (2) consecutive pump error 4 alarms found on (B)(6) 2023. The pump powered up properly after battery installation. No audio alert (beeping) or flashing fault led noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Rewind functioned properly during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file shows on (B)(6) 2023 there were two (2) pump error 4 ((B)(4)) main processor communication alarms (01:50 and 03:36) occurred. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump passed all functional testing. Audio alert (beeping) and flashing fault led are not confirmed. Rewind anomaly is not confirmed. Battery failed alarm is not confirmed. Pump error 4 alarms are confirmed due to moisture damage on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.